Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory; product ID 3389s-40, lot# va0yq25, product type: lead. (B)(4). Analysis of the lead found the conductor of the lead was broken at the distal end. Conductor wire #3 was broken at the #3 welding site.

Event description:
A manufacturing representative reported that high impedances were measured during implant. High impedances in every combination were measured on contact three. Impedances were re-measured several times after removing and reattaching the twist lock cable, loosening the set screw in the lead, turning the programmer on and off, and replacing the twist lock cable, but the impedances remained above 20,000 ohms. A new lead was used and impedances were then measured to be within normal range. The issue was resolved after replacing the lead.